Manufacturer narrative:
This report is submitted on january 12, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to a head trauma. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the patient also experienced a wound breakdown due to the reported head trauma. This report is submitted on february 20, 2023

Manufacturer narrative:
This report is submitted on march 15, 2023.